Event description:
Reportable based on returned device analysis completed 20 december 2024 it was reported failure to deploy occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The proximal filter failed to deploy. The sentinel cps was removed and a new sentinel cps was used to complete the procedure. No patient complications were reported. However, returned device analysis found the proximal filter was partially detached.

Manufacturer narrative:
H3 device evaluated by MFR: the returned sentinel cps was visually, microscopically and functionally examined. The sentinel cps was returned with the proximal filter sheathed, the distal filter unsheathed, and the articulating distal sheath relaxed. Flush testing of the front handle flush port, rear handle flush port, and distal filter slider flush port were performed without issue. During functional testing, the proximal filter was deployed using the proximal filter slider without issue. Microscopic analysis revealed the proximal filter was partially detached from the loop. The reported proximal filter failure to deploy could not be confirmed as the partial detachment of the proximal filter did not contribute to the reported issue.